Manufacturer narrative:
Received one used mc330523 transfer set w/clave, smallbore trifuse ext set, 2-0.2 micron filters for inspection. As received, each of the 0.2 micron filters were wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter vents on both filters. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.

Event description:
The event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer where the reporter stated that the trifuse extension set was found leaking at 0.2micron filter. The line was changed to a new set-up. The frequency of problems was recurring. The level of harm was no apparent harm - reached patient/person, inconvenient. There was patient involvement and no adverse events.